Manufacturer narrative:
It was reported that the daughter of a visitor coming in for labwork took a wheelchair that had a sign indicating it should not be used and that it must be signed out from security. She had no training on the use of the chair and attempted to open it. She opened it enough for her mother to sit on it. Her mother then tried pushing down on the seat and when it opened completely, her finger was caught. She was taken to the ER and subsequently had surgery on her finger. The procedure at the facility is that security or the parking officer will retrieve the chair, place the pt in it and then transport them. This was not done in this case. The facility investigated the incident and determined the root cause to be operator error. As a corrective action, the facility is going to lock the chair and require that only hospital staff use it. They have had no issues related to the staff use of the device. The sample was evaluated. After review of the returned chair, no manufacturing defects could be found. With the data obtained from the facility as well as from the sample evaluation, we have determined the incident was the result of user error. However, due to the reported injury, this medwatch is being filed.

Event description:
A visitor's daughter attempted to open a folded wheelchair. The visitor then sat in a partially opened chair and caught her finger between the seat tube and frame. She sustained a fracture of her finger which required surgical repair.